Event description:
It was reported the patient¿s device was explanted due to suspected infection.

Manufacturer narrative:
Product ID: 37754, serial# (B)(4), implanted: (B)(6) 2013, product type: recharger. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).